Manufacturer narrative:
This product is registered as a combination product. The results, method, and conclusion codes along with investigation results will be provided in the final report.

Event description:
During an implant procedure, the stylet would not advance into the lumen of the right atrial (ra) lead. A replacement lead was implanted to complete the procedure. The patient was stable with no consequences.

Manufacturer narrative:
As received, a complete lead was returned in one piece without the stylet. A stylet was able to be fully inserted and removed inside the lead without difficulties. Visual and x-ray inspections of the lead did not reveal any anomalies.